Manufacturer narrative:
The customer reported that the AED battery pack will not stay in the unit and the asi is blank. The battery pack has an expiration date of january 2030, and the maintenance schedule is not reported as the unit is brand new, out-of-the-box. Trouble shooting with the customer found that the battery pack was not being inserted correctly into the unit. Had the customer to correctly insert the battery pack, clear the service code warning, and confirmed the asi is flashing green. Reviewed proper maintenance; the AED is ok to remain in service. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED battery pack will not stay in the unit and the asi is blank. The customer did not report this event occurred during patient use.